Event description:
It was reported that this left ventricular (lv) lead was capped. No additional patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).